Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a syringe adaptor set in which the set was unable to be primed. The alleged defect occurred before use. There was no patient involved. Therefore, there were no reports of patient injury, medical intervention, or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. The sample was tested for gravity and under pressure at 0.56 bar. The tube was blocked and the liquid did not flow. Therefore, the reported condition was confirmed. The assignable root cause was attributed to a bonding failure. A corrective action was already implemented that standardized the tool (medica solvent dispenser) and air blower tool used during assembly in order to reduce/remove risks of uneven solvent application. A batch review was performed on the reported lot with no deviations found.